Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached. The reload's reload adapter was stuck in the distal end. The reload was broken at the joint of the reload adapter. The two halves of the reload remained attached by the articulation flag. The firing rod was extended distally. Functionally, the blue unload switch could only be depressed partially. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The firing rod was reset using a manual retract tool. The reload could still not be removed. The articulation flag holding the reload to the reload adapter and adapter was broken. The reload adapter could still not be removed. The body of the adapter was opened up and the articulation mechanism was observed to be out of position. The articulation mechanism was centered with a manual retract tool. The reload adapter could still not be removed. The adapter was disassembled and the broken reload adapter was removed. There was damage observed to the tip of the firing rod. It was reported that the firing rod was damaged. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the firing rod was out of position and the articulation mechanism was not in home position. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a lobectomy, when closing the clamp on the lung, the connection point of the adapter and the reload broke. No device component fell into the patient¿s cavity. The reload could not be removed from the adapter. The adapter and reload were replaced. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.